Event description:
It was reported that during reprocessing, a monopolar curved scissors instrument had a cracked tip. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument tube extension was broken at the proximal clevis connection joint, with material broken off. Engineering concluded the damage was likely due to mishandling / misuse. Additional observation not reported were deep scratches on the instrument main tube with light material removal. No other damage was found. Engineering concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.